Manufacturer narrative:
(B)(4). The ventilator was evaluated and the graphic user interface printed circuit board and backlight inverter printed circuit boards were replaced. The ventilator passed self-tests.

Event description:
It was reported that the ventilator's top display was erratic. Patient involvement information was not provided.